Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely through merlin.net transmission, atrial undersensing was observed on the atrial channel. Later during an unrelated procedure, device was reprogrammed. No further information is available at this time.